Event description:
Burn 3rd degree [burns third degree]. Blisters on the lower back [blister]. Case description: info was received from a pharmacist regarding a female consumer in (B)(6) of unk age who used a thermacare lower back and hip (8 hr) heatwrap transdermally for an unk indication. The pt had previously used thermacare without complaints. At an unk time, the pt developed blisters on the lower back (blister/blisters) caused by third degree burns (burns third degree/burns third degree) after using the wrap while on holiday. The outcome of the event was unk. Medical history and concomitant medication were not reported. No other info was provided. Burns third degree. Blisters.